Event description:
It was reported that during routine follow-up, this pacemaker was found to be in safety mode. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, this pacemaker was found to be in safety mode. The device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during routine follow-up, this pacemaker was found to be in safety mode. It was planned to replace the device and return it for analysis. The pacemaker remains in service at this time and no adverse patient effects were reported.